Event description:
The customer reported a ventilator that had alarms that were not audible. This event occurred during clinical use on a patient, however it was reported that there was no allegation of any harm.